Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 6 atmospheres pressure upon the first inflation. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported.